Event description:
It was reported the 5f pacel bipolar flow directed str tip pacing catheter would not pace. Exchanging the extension cable did not correct the problem and another catheter was used. The device was not resterilized and there were no consequences to the pt.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter was electrically inspected for open and short circuits, as well as correct resistance values. Electrode two had a resistance value of 1.2 ohms; an open circuit was noted on the tip electrode. The distal two inches were removed and re-tested revealing an open circuit on the tip. Re-testing of the remaining portion of the catheter revealed no anomalies. The tip electrode was removed and inspected. Evidence of a spot weld was visible on the ID of the tip electrode. Inspection of the distal end of the device revealed the distal wire was completely encapsulated in adhesive. The distal tip was again electrically inspected for continuity with the tip electrode removed revealing no resistance value. This confirmed that while the distal wire was attached to the tip electrode at one time, it had since become detached from the tip and encapsulated within the adhesive. It was unclear how or at what point the wire became detached from the tip electrode ID. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Add'l analysis was requested on 7/14/05 to find how the open circuit occurred at the tip electrode. This revealed that the tip weld/wire joint was the specific point of discontinuity in the circuit. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.